Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was admitted with a pericardial effusion suspected to be related to pericarditis. A pericardial window procedure occurred to drain the fluid. The physician performed a visual and tactile inspection of the right atrium and ventricle and did not identify any signs of a lead perforation. No additional adverse patient effects were reported.